Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The global communication tool test was performed and it passed. The functional test was performed and it passed. The receiver log was reviewed and hardware battery errors were observed. An interiror battery test was performed and the voltage measured within specifications. The reported customer error icon event was confirmed during log review. A root cause could not be determined.